Event description:
The pt is experiencing "pain", as well as an "inability to deflate device". Additionally it was reported that the cause could possibly be a tubing kink. Infection was also suspected.

Manufacturer narrative:
As reported to co's office on 11/4/96, a surgical revision did occur to address the reported event, (see sections b-2, b-3, b-5, d-8, e-1, g-7, h-1, h-2, h-7, h-10). According to the available information this inflatable penile prosthesis was implanted on 5/23/96. On 8/19/96 it was reported to our office that the patient was experiencing "pain and inability to deflate" the prothesis, and that this may be caused by a "possible tubing kink." An infection is also suspected. The patient was treated with antibiotics. On 11/4/96 surgery occurred during surgery it was noted that there was "quite a bit of scarring around the release bar," and that "once it was released, the device worked fine," indicating the reported inability to deflate was most likely due to the worked fine," indicating the reported inability to deflate was most likely due to the observed scarring. No components were replaced or removed. The pump was repositioned. Because no components were removed/replaced, qa can not perform a microscopic examination. However, because qa's examination can neither confirm nor disprove the report of pain or scarring, qa accepts the physician's observations of such as the reason for surgical intervention. The review of the device lot history records by quality assurance indicates this lot passed sterility testing prior to being released. Based on this knowledge, qa concludes that the device was sterile prior to the device packaging being opened and that any infection originated from source other than the device.